Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product. Product type: guidewire product ID: non-medtronic product. Product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the tamponade was observed when the sheath and balloon catheter were removed.

Event description:
It was reported that immediately following a cardiac ablation procedure, fluid was observed via ultrasound, indicating a cardiac tamponade. The patient was under general anesthesia at the time. An infusion was performed to extract the fluid. The patient outcome was reported as alive with injury.

Manufacturer narrative:
Continuation of d10: product ID 990061-070 (lot: dp-19570); product type: 0625-arrive sheath; product ID fnd-019-01 (lot: e2498165); product type: 0207-transeptal needle; product ID afapro28 (22666); product type: 0624-arctic front catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.